Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the mpu patient cable was confirmed via visual analysis. The heartmate mobile power unit (serial #: (B)(6) was returned for analysis and no log files were submitted for review. The heartmate mobile power unit (serial #: (B)(6) was serviced on (B)(6) 2021 by the abbot european distribution center (edc). The heartmate mobile power unit (mpu) was tested and passed all stages of testing. It was observed there was a small gap in the patient cable connecter location by the cable sleeve. The patient cable was replaced to resolve the reported event of the rubber of the cable being loose. The mpu was cleaned, the old labels were replaced and the mpu was placed in the abbott loaner pool after being serviced. The root cause of the reported event was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient cable of the mobile power unit was loose around the black and white connectors. The system functioned as intended upon testing. The patient cable was replaced.